Event description:
Customer reported via phone, she was on a water ride and when she got off the insulin pump alarmed button error. Customer stated she was on a log ride and got splashed with water, has done it before and it hadn't had any issues. Customer doesn't know her blood glucose level at the time. Customer was able to clear alarm, but then when she went to the main menu and pressed the down arrow it scrolled lower then she wanted. Customer was advised to discontinue use of the device, revert to backup plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.